Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument tip was broken. The customer removed the instrument and found the blade was cracked and completely broke off when the customer attempted to clean the blade. There was no report of fragment(s) falling inside the patient and no known impact or patient consequence. The procedure was completed with a backup instrument of the same kind.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one of the blades broken at the midpoint. A piece approximately 0.272" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.